Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom error 105 caused by a failed motor. The motor assembly will be replaced.